Event description:
Provider alleged compressor has low output. Per independent repair center statement, the unit had low o2 or yellow light -- confirmed. The key failure was the compressor had low output.